Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not alarm for an upstream occlusion during delivery in the intensive care unit. When the nurse responded to the therapy complete alarm they noted that the bag had not emptied and that the slide clamp was still closed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'would not alarm for an us occ during therapy' was not reproduced. The flowline performed ultrasonic sensor us occlusion sp-de-135 and test passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.